Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd eclipse¿ needles were found at "double the length they should be" before use. The following information was provided by the initial reporter: "description: item is described as 22g x 1" needle but the needles are double the length they should be. They have about 20 of these needles they found defective".

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-23. H.6. Investigation summary fourteen samples were received by our quality team for evaluation. The samples were inspected for incorrect length. The cannula length of all of the actual samples were measured around 3.8cm which can conclude that the cannula length was 1½ in; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The packaging process was reviewed. The most probable station that the incident could have happened in would be the hopper bin and vibratory bowl where previous parts were not properly cleared. However, the hopper bin and vibratory bowl were reviewed and it was observed that these areas were easily visible to the production technician. Hence, it is unlikely mixed parts were due to this process. The assembly process was then reviewed. As the sample had already been assembled at this point, it is likely the probable root cause happened when the parts were discharged to the good part bin. The discharge station was reviewed and potentially the parts could have stuck at the blind spot of the discharge chute and was not cleared properly by the production technician during product changeover. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd eclipse¿ needles were found at "double the length they should be" before use. The following information was provided by the initial reporter: "description: item is described as 22g x 1" needle but the needles are double the length they should be. They have about 20 of these needles they found defective".